Event description:
It was reported that the pump battery was depleting too quickly. There was no reported adverse impact to the customer's blood glucose level. Technical support confirmed the high rate of battery depletion and arranged for a pump replacement. The pump was still under warranty, and the customer was provided with instructions on returning the malfunctioning pump. In the interim, the customer was advised to use multiple daily injections as backup insulin therapy.